Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/23/2019. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: did the surgeon perform a myotomy? Yes. Were there any staple formation issues noted throughout care of patient? No. What is the current patient status? Gone home.

Event description:
It was reported that post-operative after a zenker diverticulum procedure the patient developed a leak. The initial case was uneventful. The leak was confirmed at the staple line using a high-resolution CT scan. The patient was operated on to address the leak and the surgeon and a drain was placed in the patient. Patient has been released from the hospital.